Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received several unexpected restart alarms and external ram error alarms. The customer's blood glucose was 149 mg/dl at the time of incident. Troubleshooting was done. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer stated that the alarm occurred shortly after inserting a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed unexpected restart after battery change due to faulty connector on interface board. No alarm noted during testing. The insulin pump functioned properly during rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, self-test and all operating current measurement were normal. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.